Event description:
The user facility reported medwatch (B)(4) that the external indicator for the sterile tray changed color indicating sterilization, however the internal steam indicator color did not reach the end of the window. The blue color stopped in the middle of the window. No report of injury.

Manufacturer narrative:
Steris requested the verify steam integrating indicator(s) back for evaluation. The verify steam integrating indicator subject of the reported event was not returned for evaluation. Without the return of the product, the root cause cannot be determined. The device review history (DHR) for the subject lot(s) were reviewed, and no abnormalities were found, and no other complaints associated with the subject lot. The verify steam integrating indicator is used to verify that sterilization conditions were met during a cycle. The operator removes the indicator and confirms that the chemical has traveled into the acceptance window which indicates a passing result. Steris will continue to monitor for similar events. No additional issues have been reported. A follow-up report will be submitted should additional information become available.